Manufacturer narrative:
T:slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 365 (mg/dl) for two days. Customer administered correction bolus to treat bg levels. System check with tandem technical support indicated pump was performing as intended. Cartridge uses humalog insulin and is reportedly changed every 3 days. Recommendation was made to change the infusion site.